Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the device could not be interrogated with an rf antenna but could be interrogated with a wand only. Session records were later received indicating the rf was functioning normally. The patient was asymptomatic and was to continue with regular follow up.